Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call post reset ram crc error alarm, trace pointers invalid error alarm and history pointers being corrupted error alarm. Customer's blood glucose level was 19.8 mmol/l. Customer advised the insulin pump went blank and stopped delivering insulin. Troubleshooting for the alarms was performed. Customer replaced the battery and a medtronic logo appeared along with a line on the display screen. Customer advised the line did go away but would later come back on and flash. Customer was able to perform and pass the self-test. Customer was able to properly rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 23, pump error 49 or pump error 68 were noted during testing. No display anomaly was noted. The pump was received with a corroded battery tube, minor scratches on the lcd window, case and keypad overlay.